Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy the implant failed during placement and broke in the patient. The broken pieces were removed with graspers. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Only the inserters and suture were returned for evaluation. Visual assessment of devices show the suture is still assembled on the device, confirming the anchors likely broke at the suture eyelet. As the anchors were not returned, an exact root cause cannot be determined. No root cause related to the manufacture of the device can be established. The complaint database was reviewed and it was determined that this incident is isolated in nature.